Event description:
A caller reported a malfunction on the pump, with no notable events occurring prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and it was confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the malfunction recurred. There was no adverse impact to the customer's blood glucose level.